Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient fell from their scooter on (B)(6) 2019 and since then had alleged they did not think their pump as working. The pump was not audibly alarming. No symptoms were reported. There were no further complications reported at this time.